Manufacturer narrative:
There is an instruction that states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts" and consumer failed to perform that instruction. There is an instruction that states, "do not bend or pinch cord and do not use if cord is damaged" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges wires were exposed on his heating pad. There was not a report of personal injury or damage with this incident.